Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 5.0 and 10.0 cm from the proximal end and fractured approximately 25.0 cm from the proximal end. The embolization coil and the segment of the pusher assembly distal to the fracture were not returned for evaluation. Conclusion: evaluation of the returned device revealed the pusher assembly was kinked and fractured. This type of damage typically occurs due to forceful manipulation of the pc400 during insertion into a microcatheter. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the distal detachment tip (ddt), which will in turn allow the embolization coil to detach. The non-penumbra microcatheter mentioned in the complaint, the embolization coil, and the segment of the pusher assembly distal to the fracture were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400). During the procedure, while in use with another manufacturer's microcatheter, a pc400 unintentionally detached from its pusher assembly. The procedure was completed using additional pc400 as well as other manufacturer's coils. There was no report of an adverse effect to the patient.